Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a stent deployed prematurely. The lesion being treated was located in the superficial femoral artery (sfa). During introduction of the 8 x 81mm sentinol self-expanding nitinol vascular stent system, the physician was unable to advance the stent on the wire. Outside of the patient, the stent deployed prematurely during the removal process. The stent and wire were removed and the procedure was completed with another of the same device. No patient injury or complications were reported. The patient's condition was reported "good condition".

Manufacturer narrative:
The device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).